Manufacturer narrative:
One hotline low flow system was returned for analysis. Visual inspection revealed that the line cord, elbow fitting, pole clamp, and enclosure were all worn. The top corners were observed to be cracked. Functional testing was performed; all alarms worked as intended. Based on the evidence, the complaint was not confirmed. No action was taken due to the age and condition of the unit. No fault was found.

Event description:
It was reported that there was no audible alarm on the level 1 hotline low flow system (hl-90). No patient injury or complications were reported in relation to this event.